Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed transient power and flow elevations. A specific cause for these elevations could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii left ventricular assist system (lvas), serial number (B) (6) , could not be conclusively established. A review of the submitted log files that collectively contained data from (B) (6) 2021 through (B) (6) 2021 found that the pump operated at the set speed without issue. Transient power and estimated flow elevations were captured intermittently throughout the log files. Most of the elevations were captured during pulsatility index (pi) events. The system appeared to be operating as intended, and there were no notable alarms active in the log files. It was reported that the cause of the power and estimated flow elevations was not identified, and that the patient was asymptomatic. The patient remains ongoing on (B) (6) with no further related complaints reported at this time. The relevant sections of the device history records for (B) (6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 17sep2020. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 "introduction" and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 (under ¿low speed limit¿) addresses pi events as well as potential causes. In addition, section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of elevated powers and pulsatility index events was not identified. The patient was asymptomatic and was doing well. Repeat log files showed no additional power/flow elevations.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file analysis captured 229 pulsatility index events that occurred in 2 days, 22 hours and 44 minutes. There were also flows well above normal parameters which were usually caused by build up on the rotor of the pump. Log file analysis captured multiple pulsatility index events, routine power source changes as well as a few set speed changes. Additionally a few unsustained power elevations above 10 watts was noted on (B)(6) 2021 which did not appear to be caused by equipment malfunction. Further power/flow elevations were noted on (B)(6) 2021 and (B)(6) 2021. There were no other unusual events recorded in the log file event history. The equipment was operating as intended.